Manufacturer narrative:
(B)(4). A maquet service technician performed a full functional verification on the hl20 cart and the pumps and could not duplicate the issue. As a precaution re-seated connections in console control module and all electronics modules on back-side of device. Also re-seated all pumps to insure good contact with odu connectors. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported the unit failed while on bypass. A roller pump was swapped out. No reported patient injury. Additional information received november 2, 2015: no delay in therapy. The customer stated no alarms were triggered . The roller pump seemed to be seizing for approximately 5 minutes. During that period not sure of the true flow read out. Patients pressure and saturations were fine. Solved the issue after switching out the pump and placing the replacement in the "free" mode. (B)(4).